Event description:
Reporter alleges she experienced adverse events about two years after implants. She started noticing hair loss and excruciating headaches/migraines, nausea, diarrhea, depression, anxiety, muscle stiffness, memory loss/ brain fog, rashes, cold/light sensitivity, lethargy, raynauds phenomenon, constant body aches and pains. After several visits to the doctors she was diagnosed with lupus (systemic lupus erythema). Reporter alleges her lupus has made her heart and kidneys weak, and she can only see a plastic surgeon who specializes/works in a hospital setting. She advised the auto immune issues she is having is from her body rejecting the implants. She "feels like a 90 year old woman in a (B)(6) body". She found a surgeon who was willing to explant at a cost of (B)(6) in a 2 part surgery 3 months apart. She decided to look for another surgeon who can take the implants out. She found one who plans to have the explant surgery sometime around (B)(6). According to the reporter, the implants have made it difficult to ambulate especially when she has to get off the floor from a sitting position. She now has to work part time, and it is affecting her life as a wife and a mother. Since (B)(6) 2017 she has been taking benlysta a chemo drug once a month for her lupus. No one in her family has cancer or lupus. She wants the FDA to be aware these implants are harming people and not safe.